Event description:
A materials specialist reported that following intraocular lens (iol) implant surgery, a multifocal lens was exchanged for a monofocal lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this loot number. Additional information has been made by phone, fax and email on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).